Event description:
It was reported that, after an initial successful case, the unit was transferred to another operating room for the following case. During this cori procedure setup, there was an internal error message on the screen ("application unexpectedly exited"). After pushing ¿ok¿, the screen reverted back to smith & nephew log in screen, and the blue man icon appeared on console. They did a hard reboot, and were then able to create a new case. No patient was involved at the moment. No other complications were reported.